Event description:
It was reported that patient visited from another hospital, therefore little ws known, and only had loss of therapeutic, less than 50% therapy relief. The catheter was replaced. It was stated that an occlusion was noted at the catheter tip. Reporter was not aware of any diagnostics. At the time patient status was alive with no injury. Drug in the pump was morphine. It was later reported that patient outcome was fine, receiving therapy again.

Manufacturer narrative:
Catheter model#: 8731, serial #: unknown, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: a portion of the catheter was returned. Analysis of the catheter portion revealed dark residue occlusion in the dispensing holes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.